Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "upstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received a f/u will be sent. The upstream sensor was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 115 occurrences of an "upstream occlusion" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device. No additional info is available.